Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that the medfusion pump did not deliver the infusion on time and the right amount. The pump was operated after calibration, and the numbers reinforce the complaint. The staff stopped the pump when the display read that 3.576 ml out of 8 ml, but the scale showed 2.4 ml. They reported it was hooked up to a patient when the nurse noticed the output didn¿t match the programming. There was a patient involvement but no patient harm. It occurred during patient use.